Event description:
Medtronic received information indicating that during set up of this femoral cannula, the surgeon noted that it was more difficult to connect the perfusion tubing to this cannula. There was no patient involvement.

Manufacturer narrative:
The device was discarded by the customer and is not available for return. Evaluation of this lot determined that the barbs on the connector to be in the wrong orientation. Preliminary investigation suggests that the root cause is related to an insert placed in the reverse orientation during the manufacturing process. No patient information was provided because there was no patient involvement. (B)(4).

Manufacturer narrative:
While this specific cannula was not available for analysis, others from the same lot were evaluated. Medtronic's investigation confirmed that the root cause was confirmed to be a reversed insert in the injection molding process of the cannula connector at the injection molding supplier. Corrective actions were taken to prevent future recurrence of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.